Manufacturer narrative:
Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation.

Event description:
It was reported to siemens that a malfunction occurred while operating the artis q.zen floor system. During an interventional procedure, the user reported a problem with the table becoming stuck. The procedure was continued and completed on an alternate system. We are unaware of any impact to the state of health of the patient involved. Siemens has requested additional information in order to conduct an investigation of the reported event.

Manufacturer narrative:
Siemens has completed an investigation of the reported event. The root cause was determined to be a hardware error. The sporadic error described in the complaint occurred twice in a row, at different times. The first incident was on (B)(6) 2020 and is identified with (B)(4). The second incident was on (B)(6) 2020 and is identified with (B)(4). Each of these incidents resulted in a service intervention where the actual error was finally rectified by the second service intervention on (B)(6) 2020. The cable control module (tcm) was initially replaced during the first service intervention as the error pattern on site and the log file entries indicated this. During the second service visit, the error was narrowed down further and the associated cable (control module cable) was identified as the cause of the error and was replaced. Since exchanging the affected tcm and cable by the local service organization, the error has not been reported again. A possible general error, which would require corrective action of the installed base, could not be identified by the investigation. After detailed investigation, the incident is not classified as a reportable event as neither serious injury, death nor an unexpected prolonged hospitalization of the patient or any other person occurred or could be expected.